Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("left essure coil had migrated and perforated uterus / migration of essure device location of device: extending out of the uterine fundus/the springs had migrated") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 30-year-old female patient (gravida 2, para 2) who had essure (batch no. A96185,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." And device ineffective "device ineffective". The patient's past medical history included gravida ii, pap smear abnormal in 2006, allergic rhinitis, bronchitis, gastritis, depressive disorder, anxiety, gerd, migraine, back muscle spasms, arthritis, breast mass, cervical dysplasia, allergic rhinitis, arthritis, back muscle spasms, chronic gastritis, bronchitis and varicella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, parity 2, hyperlipidemia, nausea, vomiting, bacterial vaginosis, stress incontinence, marijuana use, skin lesion and skin infection. Family history included breast cancer. Concomitant products included calcium, fish oil and vitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or uerinary problems or changes: urinary incontinence"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced fatigue ("fatigue"), oligomenorrhoea ("oligomenorrhea"), polycystic ovaries ("pcos"), inflammation ("mixed acute and chronic inflammation") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2017, the patient experienced benign neoplasm ("benign simple cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy, partial salpingectomy,laparoscopically), surgery (total hysterectomy, partial salpingectomy,laparoscopically) and surgery (primary low transverse ceasarean section). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, urinary incontinence, allergy to metals, weight increased, oligomenorrhoea, polycystic ovaries, benign neoplasm and inflammation outcome was unknown, the fatigue was resolving and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered allergy to metals, benign neoplasm, device breakage, dysmenorrhoea, fatigue, inflammation, oligomenorrhoea, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date ((B)(6) 2017 and (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about (B)(6) 2017, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: oligomenorrhea. Lot numbers and exp/MFR dates a96185 feb2016 / feb2013. 12566552 dec2015 / mar2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("left essure coil had migrated and perforated uterus / migration of essure device location of device: extending out of the uterine fundus/the springs had migrated") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 30-year-old female patient (gravida 2, para 2) who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." And device ineffective "device ineffective". The patient's past medical history included gravida ii, pap smear abnormal in 2006, allergic rhinitis, bronchitis, gastritis, depressive disorder, anxiety, gerd, migraine, back muscle spasms, arthritis, breast mass, cervical dysplasia, allergic rhinitis, arthritis, back muscle spasms, chronic gastritis, bronchitis and varicella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, parity 2, hyperlipidemia, nausea, vomiting, bacterial vaginosis, stress incontinence, marijuana use, skin lesion and skin infection. Family history included breast cancer. Concomitant products included calcium, fish oil and vitamins. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or uerinary problems or changes: urinary incontinence"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced fatigue ("fatigue"), oligomenorrhoea ("oligomenorrhea"), polycystic ovaries ("pcos"), inflammation ("mixed acute and chronic inflammation") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2017, the patient experienced benign neoplasm ("benign simple cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy, partial salpingectomy,laparoscopically), surgery (total hysterectomy, partial salpingectomy,laparoscopically) and surgery (primary low transverse ceasarean section as infant is with macrosomia). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, urinary incontinence, allergy to metals, weight increased, oligomenorrhoea, polycystic ovaries, benign neoplasm and inflammation outcome was unknown, the fatigue was resolving and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered allergy to metals, benign neoplasm, device breakage, dysmenorrhoea, fatigue, inflammation, oligomenorrhoea, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6) 2017 and (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about (B)(6) 2017, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: oligomenorrhea. Lot number: 12566552 man date: 2013-03 exp date: 2015-12 . Lot number: a96185 man date: 2013-02 exp date: 2016-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc (product technical complaint). Event "caesarean section" added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("left essure coil had migrated and perforated uterus / migration of essure device location of device: extending out of the uterine fundus/the springs had migrated") and pregnancy with contraceptive device ("pregnancy (no complication)") in a 30-year-old female patient (gravida 2, para 2) who had essure (batch no. A96185 (right), 12566552 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." And device ineffective "device ineffective". The patient's past medical history included gravida ii, pap smear abnormal in 2006, allergic rhinitis, bronchitis, gastritis, depressive disorder, anxiety, gerd, migraine, back muscle spasms, arthritis and breast mass. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity and parity 2. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or uerinary problems or changes: urinary incontinence"). On (B)(6) 2016, 2 years 8 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In 2016, the patient experienced fatigue ("fatigue"), polycystic ovaries ("pcos"), inflammation ("mixed acute and chronic inflammation") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2017, the patient experienced benign neoplasm ("benign simple cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy") and oligomenorrhoea ("oligomenorrhea"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy, partial salpingectomy,laparoscopically), and surgery (primary low transverse ceasarean section). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, urinary incontinence, allergy to metals, weight increased, oligomenorrhoea, polycystic ovaries, benign neoplasm and inflammation outcome was unknown, the fatigue was resolving and the pelvic pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered allergy to metals, benign neoplasm, device breakage, dysmenorrhoea, fatigue, inflammation, oligomenorrhoea, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about (B)(6) 2017, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events pregnancy, urinary incontinence, device breakage, nickel allergy, pelvic pain, fatigue, weight gain, oligomenorrhea, pcos, benign simple cyst, device ineffecctive, product monitoring procedure not performed were added. Lot number & lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('left essure coil had migrated and perforated uterus / migration of essure device location of device: extending out of the uterine fundus/the springs had migrated') and pregnancy with contraceptive device ('pregnancy (no complication)') in a 30-year-old female patient who had essure (batch no. A96185,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." And device ineffective "device ineffective". The patient's medical history included pap smear abnormal in 2006, gravida ii, allergic rhinitis, bronchitis, gastritis, depressive disorder, anxiety, gerd, migraine, back muscle spasms, arthritis, breast mass, cervical dysplasia, allergic rhinitis, arthritis, back muscle spasms, chronic gastritis, bronchitis and varicella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, parity 2, hyperlipidemia, nausea, vomiting, bacterial vaginosis, stress incontinence, marijuana use, skin lesion and skin infection. Family history included breast cancer. Concomitant products included calcium, fish oil and vitamins nos. On (B)(6)2013, the patient had essure inserted. In (B)(6)2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes: urinary incontinence"). On (B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. In march 2016, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced fatigue ("fatigue"), oligomenorrhoea ("oligomenorrhea"), polycystic ovaries ("pcos"), inflammation ("mixed acute and chronic inflammation") and pelvic pain ("pain"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6)2017, the patient was found to have benign neoplasm ("benign simple cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), acne ("I have bad acne"), furuncle ("boils all over body my thighs and stomach"), herpes simplex ("hs because of essure"), dizziness ("dizzy or light headed spells"), migraine ("migraines") with headache, memory impairment ("lot of memory problems") and speech disorder ("speech problems"). The patient was treated with surgery (total hysterectomy, partial salpingectomy,laparoscopically and primary low transverse caesarean section as infant is with macrosomia). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, urinary incontinence, allergy to metals, weight increased, oligomenorrhoea, polycystic ovaries, benign neoplasm, inflammation, acne, furuncle and herpes simplex outcome was unknown, the fatigue was resolving and the pelvic pain, dizziness, migraine, memory impairment and speech disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6)2016. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered acne, allergy to metals, benign neoplasm, device breakage, dizziness, dysmenorrhoea, fatigue, furuncle, herpes simplex, inflammation, memory impairment, migraine, oligomenorrhoea, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, speech disorder, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date (B)(6)2017 and (B)(6)2016). After removal of essure patient's dizzy or light headed spells, migraines (symptom: headache), lot of memory problems and speech problems were resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about (B)(6)17, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Concerning the injuries reported in this case, the following one/ones were reported via social media: dizzy or light headed spells, migraines (symptom: headache), lot of memory problems and speech problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events dizzy or light headed spells, migraines (symptom: headache), lot of memory problems and speech problems were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('left essure coil had migrated and perforated uterus / migration of essure device location of device: extending out of the uterine fundus/the springs had migrated') and pregnancy with contraceptive device ('pregnancy (no complication)') in a 30-year-old female patient who had essure (batch no. A96185,12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test." And device ineffective "device ineffective". The patient's medical history included pap smear abnormal in 2006, gravida ii, allergic rhinitis, bronchitis, gastritis, depressive disorder, anxiety, gerd, migraine, back muscle spasms, arthritis, breast mass, cervical dysplasia, allergic rhinitis, arthritis, back muscle spasms, chronic gastritis, bronchitis and varicella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, parity 2, hyperlipidemia, nausea, vomiting, bacterial vaginosis, stress incontinence, marijuana use, skin lesion and skin infection. Family history included breast cancer. Concomitant products included calcium, fish oil and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced urinary incontinence ("bladder or uerinary problems or changes: urinary incontinence"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 8 months after insertion of essure. In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In 2016, the patient experienced fatigue ("fatigue"), oligomenorrhoea ("oligomenorrhea"), polycystic ovaries ("pcos"), inflammation ("mixed acute and chronic inflammation") and pelvic pain ("pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain. In (B)(6) 2017, the patient was found to have benign neoplasm ("benign simple cyst"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("vaginal bleeding"), allergy to metals ("nickel allergy"), acne ("I have bad acne"), furuncle ("boils all over body my thighs and stomach") and herpes simplex ("hs because of essure"). The patient was treated with surgery (total hysterectomy, partial salpingectomy,laparoscopically and primary low transverse ceasarean section as infant is with macrosomia). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, urinary incontinence, allergy to metals, weight increased, oligomenorrhoea, polycystic ovaries, benign neoplasm, inflammation, acne, furuncle and herpes simplex outcome was unknown, the fatigue was resolving and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered acne, allergy to metals, benign neoplasm, device breakage, dysmenorrhoea, fatigue, furuncle, herpes simplex, inflammation, oligomenorrhoea, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, urinary incontinence, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date ((B)(6) 2017 and (B)(6) 2016). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. On or about 17-mar-17, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter added. Event "I have bad acne, boils all over body my thighs and stomach", "hs because of essure" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure coil had migrated and perforated uterus") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("painful menstrual cycles") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on or about (B)(6) 2017, an ultrasound revealed that part of the left essure coil had migrated and perforated her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.